Event description:
It was reported that the gastrointestinal videoscope had a scope error e315. The issue was found during inspection for use of the device. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the cause for an incompatible scope (error e315) was caused by liquid immersion from scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.